Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r-wave oversensing resulting in inappropriate mode switch on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.